Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. Patient stated that when he pressed the button, no air flow and then service required displays. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.